Event description:
While attempting to biopsy a urethral stricture during a cystoscopy procedure, a fragment of metal broke off the flexible biopsy forceps. The procedure was completed with a second forceps and there were no pt injuries. The surgeon did not attempt to remove the fragment because he felt that the piece would pass through the suprapubic catheter placed in the pt following the procedure. Use of the catheter was unrelated to the event.